Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there are vertical dark stripes on the left side of the display on the meter. Caller stated the patient could not see all of the items on the display. No adverse event reported. Requested return of the alleged meter for evaluation.